Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17363) . Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device had large drop in battery longevity and subsequent unexpected eri. Patient was asymptomatic. Device was explanted and replaced with no complications.